Event description:
It was reported via phone call that the customer had blood glucose levels of 410 mg/dl and 521 mg/dl. It was also mentioned that the insulin pump shut off in the middle of the night. The customer has bronchitis, and is on dialysis. The customer mentioned that she had air bubbles in the reservoir. The customer also mentioned that they were hospitalized previously for an unknown reason but while hospitalized they were given too much insulin, causing her to go low. Troubleshooting was declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.